Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-04-18 were reviewed. The reported hyperglycemic event begins on 2024-04-16. As such, this log review includes 2024-04-16, 2024-04-17, and 2024-04-18. No instances of malfunction alerts were found in the device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found in the device engineering logs. Body weight was not changed from initial set up. Audio setting and cgm alert settings were not changed from the factory default settings (high/on). The cgm target was set to higher at initial set up and was not changed. The last cartridge and infusion set (teflon cannula) change prior to the event date was logged on 2024-04-15 at 10:27 pm. The last dexcom g7 cgm sensor change prior to the event date was logged on 2024-04-15 at 10:05 pm. Review of the ilet report shows cgm glucose went above range in the early morning of 2024-04-16 and stayed above range (apart from about two hours where cgm glucose was in range on the evening of 2024-04-17) until the evening of 2024-04-18. Insulin dosing was suspended when the ilet triggered alert 35 (occlusion alarm) (B)(6) 2024 at 2:58 am that wasn't acknowledged until 12:01 pm that day. The alarm reoccurred 1 minute later and wasn't acknowledged until 12:47 pm. The cartridge and infusion set were replaced at that time and insulin delivery resumed. Insulin delivery was suspended again at 9:53 am on (B)(6) 2024 when the cartridge ran out of insulin. The ilet triggered alert 34 (insulin cartridge empty) at this time, which wasn't acknowledged until 11:36 am. The cartridge and infusion set were replaced again, and insulin delivery resumed. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. These alerts were rarely acknowledged by the user, and often several hours after the initial alert was triggered. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by delivering insulin in response to rising and high cgm glucose values and alerting the user appropriately throughout the event. The assignable causes for this hyperglycemic event are multiple failed infusion sets, failure to respond to alerts and maintain the device properly to ensure continued insulin delivery, and a failure to follow the ketone action plan by not delivering an injection of insulin after prolonged hyperglycemia and failed infusion sets.

Event description:
On 4/18/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date is unclear but did occur sometime between 4/16/24 - 4/18/24. It was reported the user had run out of insulin in their ilet overnight, did not change out the cartridge or infusion site and their bg rose to over 700 mg/dl. The daughter found the user on the floor after a fall and was brought to the ER. The user was admitted with dka. Multiple attempts by beta bionics customer care to contact the user for additional information about the event have been unsuccessful.